Event description:
The user received questionable toxoplasma igg results for four patient samples when compared to other analyzers. Of the data provided, the results for two patient samples were discrepant. Patient sample 1 result from the cobas was 30.4 iu/ml (positive). The result from the vidas analyzer was 2 (negative). No unit of measure was provided. Patient sample 2 result from the cobas was 70.4 iu/ml (positive). The result from the vidas analyzer was 3 (negative). No unit of measure was provided. No information was provided to determine if any of the erroneous results were reported outside the laboratory or if any patients were adversely affected. The toxoplasma igg reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The four patient samples were sent by the customer for investigation. The sample reported in the initial medwatch as "patient (B)(6)" was too low volume for testing. The three remaining samples were investigated and the customer's positive toxoplasma igg results were confirmed using additional methods and were regarded as correct. The customer also tested the samples using the mikrogen blot assay, which supports these results. No adverse events were reported.